Manufacturer narrative:
Review of the system controller log file confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 05oct2017 through 18oct2017. Pump power, estimated flow, and average pi typically ranged from 4.6 to 6.2 watts, 3.7 to 7.1 lpm, and 2.7 to 7.4, respectively. A pump stoppage event was captured (B)(6)2017 and had corresponding increases in pump power and pump flow, as well as low speed and low flow alarms. The event lasted approximately 3 seconds. No other atypical alarms were captured in this log file. It was reported there was no adverse patient impact due to the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that pump stoppages occurred while the lvad was connected to batteries. The patient called the lvad clinician approximately 2 hours after the event and stated that it felt like they had ¿a six-pack¿, and that when the head was turned the eyes were slow to follow. The lvad clinician reported that the symptoms resolved without intervention. The patient was admitted for overnight observation. The submitted log file was reviewed by the manufacturer¿s technical services, and the data showed a brief pump stoppage, possibly due to biomatter ingestion. On (B)(6) 2017, it was reported that the system controller was exchanged, and no further pump stoppages occurred.